Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the patient had a highly calcified lesion which was treated with a dilatation balloon first. A 2.5 x 28 mm xience v was advanced, but the stent migrated [dislodged]. The stent was removed with a snare device. Then a 2.75 x 28 mm xience was implanted successfully. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast on the balloon. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. The tip seal length was 1 mm. Product performance engineering reviewed the incident information and analysis of the returned product. It was reported that after pre-dilating the highly calcified lesion, the 2.5x28 mm xience v sds would not cross and the stent implant dislodged inside the patient. The stent implant was removed with a snare device and a 2.75x28 mm xience v sds was used successfully to complete the procedure. Quality assurance analysis noted blood and contrast on the tightly folded balloon, which is consistent with handling and suggests the balloon had not been inflated. In addition, the tip seal length met manufacturing criteria and no kinks or damage were noted to the tip and inner member. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The patient anatomical condition was described as heavily calcified and mildly tortuous, which likely contributed to the failure to cross. It was confirmed that the stent implant was dislodged from the balloon and not returned for evaluation. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this instance, it is possible that the stent became disrupted on the balloon while attempting to advance and retract the sds through the calcified lesion, which may have subsequently contributed to the reported stent dislodgement. Since there was no note of any damage to the sds or stent implanted observed prior to the procedure, it is likely that the lesion characteristics contributed to the difficulties experienced. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this case, the failure to cross and the stent dislodgement appear to be related to operational context and not a product quality deficiency. This MDR is considered closed by the product performance group.